Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and glare. The iol was explanted and exchanged with unspecified lens of different model in the secondary implant procedure. The patient's events were recovered. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The lens was returned taped to a small piece of white paper and sealed inside a self sealing pouch. Viscoelastic was observed on the lens. The lens was cleaned with klrp to remove the dried viscoelastic and adhesive from the tape in order to further evaluate. One haptic posterior surface distal edge had a broken area with a scratch mark. No other lens damage was observed. A power and resolution test was conducted by an engineering tech. The lens met specification for a company lens 23.0 diopter (add power +2.2/+3.2 diopter). Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint of "blurred vision and glare (explant)¿. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution retest was conducted. The lens met specification for a company lens 23.0 diopter (add power +2.2/+3.2 diopter). The company lens 23.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-comapny monofocal 23.0 diopter. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that a monofocal lens was an improved selection for this patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).